Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2015 with the following findings: during a visual inspection of the pump, a crack was found along the side of the battery compartment and there was corrosion/rust observed inside the compartment. A leak test revealed a battery compartment leak. Unrelated to the complaint, investigation revealed that the display was dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that there was a crack in the battery compartment. Reportedly, there was no damage to the battery cap but there was moisture or corrosion in the pump. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.